Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 243 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. However, the alleged fill estimate issue could not be verified.